Event description:
The customer reported via phone call that she had a missing piece in the reservoir compartment. Customer stated that her pump is damaged and she can barely keep the reservoir in the pump. Customer's blood glucose is 100 mg/dl. Customer was unsure of how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.